Manufacturer narrative:
Bci customer product line support (cpls) tested the patient sample and obtained accutni results of 0.19ng/ml neat and 0.15ng/ml (with blockers). Interference testing did not detect the presence of heterophile antibodies in the patient sample. No additional information is available for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. A patient sample when tested gave accutni results of 1.1 and 1.2ng/ml. Upon repeat on a different instrument, it gave the same results. The sample was then tested on 3 alternate methodologies and gave results of "<0.03ng/ml", 0.01ng/ml and a "negative" result with the last methodology. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.